Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the recharger found got no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was the recharger wire by the paddle started to burn their skin. Pt saw no damage. It was not letting pt charge it and they were having a charging problem but then it was doing the clicking sound. Pt then thought it was charging and that's when it started burning in the area where the cord goes into the paddle. Patient said they were hot blooded and sweat for everything. An email was sent to repair to replace the recharger. Patient mentioned they had not had it in like 2 weeks and were 'dying'. Patient called back and asked to speak with previous agent. Agent placed patient on hold to inform previous agent then patient disconnected the call.